Event description:
The lead product analysis (pa) was reviewed. Setscrew marks were found on the lead connector pin providing evidence that, at one point in time, a good mechanical and electrical connection was present. Scratches were observed on the connector ring likely due to the canted spring on the generator header during insertion of the lead connector. The lead connector boot also had partial detachment at the ring and backfill interface. The cause of the detachment is not known but thought to be explant related. Abrasion were observed on the connector boot, outer silicone and inner tubing at multiple locations. The outer tubing had a compressed appearance at multiple locations likely due to the presence of a suture. A kink was observed in the lead coils. Dried remnants were observed in the inner tubing. There was no observed entrance other than the cut end of the lead. Continuity checks of the returned lead portion confirmed no discontinuities. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Based on the findings in the pa lab, there is no evidence to suggest an anomaly with the returned portion. Note that a portion of the lead assembly (body) including the electrode array section was not returned for analysis, and therefore an evaluation and resulting commentary cannot be made on that portion of the lead. All worksheets were reviewed and other than the typical wear and explant related observations, no performance or any other type of adverse conditions were found. Generator analysis was reviewed. The generator was explanted and returned due to high impedance found. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Event description:
The patient's explanted generator and lead were received into analysis however analysis has not been completed to date.

Event description:
It was reported that upon a system diagnostic test, a high impedance and low output current reading was seen. The patient has had a seizure since the last clinic visit. No surgical intervention has been reported to date. No additional relevant information has been received to date.